Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to order extra reservoirs and also reported having issues with the reservoirs. The customer stated that she throw away two boxes of reservoirs because they did not work. She mentioned that insulin from the reservoirs leaked. The caller also stated that there was one time where she put the transfer guard on the insulin bottle and would not lock on. No further information was provided.